Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: weight to the spec, crease fold, wear abrasion. Cloudy was observed, after autoclave disinfection process. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process. Was observe crease. However, not is considered workmanship, due to the device was explanted.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. And "radial folds". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: capsular contracture, baker grade iii and "radial folds."

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and "radial folds." Device remains implanted.